Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system failure alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that bottom tamper seal was intact, but the plunger seal was broken upon receipt. The right plunger case was cracked, and the bottom case was cracked by the l-bracket. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated as the battery capacity was at 43 percent and all battery values were in specification. Root cause of the reported event is unknown and could not be determined as no fault was found. Replaced the battery as a preventative measure, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 06/10/2017.